Event description:
It was reported, the telescope "trueview ii", 4 mm, 30°, autoclavable exhibited a broken tip. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over sixteen (16) years since the subject device was manufactured. The device was returned, and an evaluation was completed for it. During inspection, olympus confirmed the reported event. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the damage was probably caused by a massive high frequency flashover. Triggered by unintentional contact with other equipment or the distal jaws constantly touching each other without tissue contact during high frequency application. The event can be detected and prevented by following the instructions for use which state: " - always refer to the product-specific instructions for use. - ensure that the electrode is at least 10 mm away from all other endoscopic equipment." Olympus will continue to monitor field performance for this device.